Event description:
It has initially been reported that the double trigger handpiece was not running. No pt harm or injury has been reported, no surgery delay has been reported. After eval, it has been confirmed that the handpiece was running without action on the triggers and that the motor was noisy.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number 302520 has been returned for complaint investigation. Upon receipt, it has been confirmed that the handpiece was running without action on the triggers and that the motor was noisy. The electronic controller board, motor, battery support, trigger board, selector axis, motor ball bearing, motor screws and all seals have been replaced in the frame of the upgrade.